Manufacturer narrative:
H6: investigation summary: customer returned (1) loose 30gx8mm, 0.5ml bd insulin syringe. Consumer reported the needle seemed to be shorter. The returned syringe was examined, then measured for cannula length: the cannula measured within specification. No evidence of manufacturing defect was observed. Since no defect was observed the alleged issue could not be confirmed. Due to the batch being unknown, no DHR review can be completed. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm experienced insufficient cannula length. The following information was provided by the initial reporter: the needle seemed to be shorter; when we measured it, the length was about 7 mm.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the syringe 0.5ml 30ga 8mm experienced insufficient cannula length. The following information was provided by the initial reporter: the needle seemed to be shorter; when we measured it, the length was about 7 mm.